Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was under general anesthesia, transurethral cystoscopy bladder laser lithotripsy. Postoperatively, the indwelling foley catheter remained patent, draining pale red urine. On (B)(6) 2025 6:10 patient reported lower abdominal distension and discomfort with frequent and painful urination. The urinary catheter was removed, revealing a ruptured catheter balloon. A new catheter was reinserted into the bladder for continuous irrigation. The patient remains under observation. No medical intervention was reported.

Event description:
It was reported that, patient was under general anesthesia, transurethral cystoscopy bladder laser lithotripsy. Postoperatively, the indwelling foley catheter remained patent, draining pale red urine. On (B)(6) 2025 at 6:10, patient reported lower abdominal distension and discomfort with frequent and painful urination. The urinary catheter was removed, revealing a ruptured catheter balloon. A new catheter was reinserted into the bladder for continuous irrigation. The patient remains under observation. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.